Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) ac adapter exhibited power switching. Lubrication servicing was performed. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed to mitigate the reported conditions and the controller ac adapter remains in use. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching event may be attributed to momentary disconnections between the controller and the controller ac adapter. If information is provided in the future, a supplemental report will be issued.